Event description:
Additional information received stating that patient had corneal edema post operation. Additional information received stating that the patient the still had cornea edema two weeks post operation. Edema probably due to second surgery for lens removal. Patient was on hypertonic sodium chloride eye drops.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, the patient had complained of double vision, monocular shadowing, and blur. The lens was exchanged with another lens 1 month and 25 days after the initial implant procedure. The clinical reason was defective lens. Additional information received stating that surgeons opinion product contributed to event.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicate with a non-qualified handpiece. This would not be relevant to the reported visual issues. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (2.25cyl), 18.5 diopter was replaced with company (1.50cyl), 19.0 diopter lens. The change in cylinder and spherical power may indicate the replacement les was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).